Event description:
The patient had a fortify vr cd1231-40 st. Jude aicd device, serial number (B)(4) that was implanted on (B)(6) 2010. On (B)(6) 2013, the patient was admitted with chf. At 04:11:25, on (B)(6) 2013, she experienced a ventricular fibrillation cardiac arrest. At 04:11:45, her device attempted to atp without effect and again at 04:12:15, it attempted atp without effect. At 04:12:27, her defibrillator did fire and she then displayed pacer spikes with no capture. The patient did not survive.